Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high, out-of-range pacing impedance measurements. The lead was tested on a pacing systems analyzer and still displayed the high measurements. This lead was successfully replaced. No additional adverse patient effects were reported.